Manufacturer narrative:
The insulin pump passed the displacement test. The compromised force sensor system alarmed during the basic occlusion test due to a loose and flush drive support disk. The unit had a missing end cap sticker, a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer also reported that the drive support cap was sticking out. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.